Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm in diameter abdominal aortic aneurysm. The proximal neck is 19 mm in diameter and 25.6 mm in length. The neck is angulated anteriorly. At the index procedure there was a late type ii endoleak. The right and left iliac arteries are 12 mm in diameter. It was reported that a CT noted that the aneurysm has grown to 8 -8.5 cm in diameter without evidence of an endoleak. The physician is considered explanting the device; however, it was decided to reline the stent grafts with an endurant ii 232349, 1616124, and a 1616156. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant show a 19mm diameter neck which is moderately angulated and short. The maximum aaa diameter is 7.7cm (a-p). The iliac arteries are mildly tortuous with little calcification. Cta's at 8-months post-implant show the bifurcate implanted just below the renal arteries; the ipsilateral limb and extension were placed into the right common iliac, and the contralateral limb and extension into the left common iliac. The maximum aaa diameter is 7.8cm (a-p). No endoleak is visible and no stent graft issues are seen. Cta's at 20-month post-implant show the stent graft in the approximate same position as the previous study. The maximum aaa diameter is 8.3cm (a-p). No endoleak or any stent graft issues are seen. The cause of the aaa diameter increase could not be determined.

Event description:
It was reported that the patient was converted to open repair. The patient's aneurysm continued to grow following evar, the aneurysm was at least at 9 cm in diameter. The aneurysm was full of thrombus, no seroma. There were several patent lumbar arteries; however, the physician does not know if there was an endoleak or not. The physician explanted some of the graft and left the top hooks and a portion of the top stent. A graft was sewn to the top portion and the aortic neck proximally. Distally, portions of the limbs were left implanted and grafts were sewn to them. The patient has done well. Clot was sent for culture just as a routine test and there was no sign of any infection. The stent graft has been discarded.

Manufacturer narrative:
Results, conclusion: unknown cause of aneurysm enlargement.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (aneurysm enlargement); (unknown cause of aneurysm enlargement). Conclusion: (unknown cause of aneurysm enlargement); known inherent risk of a procedure (aneurysm enlargement).